Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the enclosed footswitch¿s cable¿s rubber strain relief cover was damaged. A functional evaluation was performed. The enclosed customer¿s battery was installed in the unit and was able to power the unit. The unit¿s main switch was engaged to pressurize the unit. The unit pressurized and locked as designed. However, it did take an extra second or two to pressurize. The customer¿s footswitch was utilized to depressurize the unit and the unit functioned as designed. The unit was then left pressurized for approximately 2 hours. The unit was physically touched by hand at 20 minutes intervals during this two hour period and the enclosure and battery areas were never hot to the touch. The unit¿s limbs were then manipulated for approximately 5 minutes. The unit was then physically touched by hand again and the unit stayed at a normal temperature. The battery that was sent in with the unit was connected to the charger that was included with the unit. The battery was charged for approximately 2.5 hours and did not overheat. The unit was then pressurized for 1 hour and the unit was checked for overheating. No overheated areas were observed. The case was opened and the piston migration was measured at 2.20 inches which is indicative of oil loss and explains the extra time needed to pressurize. The pcb was observed under magnification and no burned components were noted. No smell was noted coming from the pcb. The complaint of ¿burn smell¿ was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported a burn smell and overheating of the device during the surgery. No patient injuries or delay were reported. Back-up device was not available.